Manufacturer narrative:
During the eval of the device at the third party service center, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue. During the eval, failures related to the active exhalation control module and the system board were observed. The device's active exhalation module and system board were replaced to address the issue. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the MFR's updated reporting procedures. This program is being undertaken to address FDA warning letter 12-phi-01.

Event description:
A ventilator was returned to the MFR for routine preventive maintenance. There was no allegation of device malfunction. There was no harm or injury reported.